Event description:
The caller reported a failure that had been reported to them in 2008. The caller reported that the tracheostomy tube was placed in the patient even after noticing that the flange was broken where it attaches to the tube. The caller reported that after placement the decision was made to remove the tracheostomy tube and insert a new 8perc. The caller reported that there was no patient harm or additional treatment needed except for reinsertion of another 8perc.

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the endotracheal tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.